Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse test drove system and monopolar energy would intermittently not activate due to a repeating sheath error. The fse replaced the embedded serializer for master (esm) to address the reported issue. The system was tested and verified as ready for use. Isi received the esm associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Fa installed the unit into an in-house test system and ran the sheath circuit test. The unit failed the cautery test; monopolar instrument(s) could not fire.

Event description:
It was reported during a da vinci-assisted partial nephrectomy procedure the customer had issues with cautery instruments on the system' embedded serializer for master (esm) 2. The customer explained they received a message indicating to replace the instrument sheath. During the call with an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer indicated the system was functioning normally and there were no error messages. The tse advised the customer move the energy instruments on another arm to see if the issue persists. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.